Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning was alerted in bipolar and unipolar configuration on the right atrial (ra) lead post operatively. Undefined high impedance, polarity switches and high thresholds were noted. A chest x-ray suggested the pin is not in the header of the device. The lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for evaluation. If information is provided in the future, a supplemental report will be issued.